Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and performed solution test per (B)(6) and sensor failed per specification no isig readings detected. Checked lab transmitter for proper use and operation using tool and transmitter passed per specification also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call indicating the she had sensor glucose versus blood glucose value differences. Customer's blood glucose is 138 mg/dl and current sensor glucose value is 81. The sensor glucose and blood glucose difference is not within acceptable range. The customer removed sensor and noted it was bent like a question mark. The customer was advised this could be due to sensor shifting or hitting hardened tissues upon insertion. The customer was advised that we are shipping courtesy sensor and returning bent sensors.